Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor 0e49k6x26 has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Watermark was observed at the base of the sensor tail. Data was successfully extracted from the returned sensor using approve software. Visual inspection of the pcba (printed circuit board assembly)was performed on the de-cased sensor. No issue were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving unspecified high readings from the sensor. As a result, the customer experienced hypoglycemia with symptoms described as sweating, "unstable, very gone in the head," and a seizure. The customer was unable to self-treat, requiring a glucose injection administered by both a non-healthcare professional and paramedics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving unspecified high readings from the sensor. As a result, the customer experienced hypoglycemia with symptoms described as sweating, "unstable, very gone in the head," and a seizure. The customer was unable to self-treat, requiring a glucose injection administered by both a non-healthcare professional and paramedics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving unspecified high readings from the sensor. As a result, the customer experienced hypoglycemia with symptoms described as sweating, "unstable, very gone in the head," and a seizure. The customer was unable to self-treat, requiring a glucose injection administered by both a non-healthcare professional and paramedics for treatment. There was no report of death or permanent injury associated with this event.